Event description:
It was reported that during a patient transport the ems personnel were moving the patient from the ambulance when the patient shifted their weight to the right side of the cot, causing the cot and the patient to fall. The patient remained strapped to the cot during the fall. The patient was able to be released from the cot and then placed back onto the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.